Manufacturer narrative:
The suspect uninterruptible power supply (ups) assembly was returned for evaluation. The battery was charged for 6 hours and failed the load test after 13 seconds. New batteries were installed and changed for 6 hours and the load test passed. The batteries did not hold a charge. An electrical failure was confirmed.

Manufacturer narrative:
Patient information was received from the site.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. However, the uninterruptible power supply (ups) was replaced. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging systemw as displaying a need to charge battery signal on the pendant. The site rebooted the system multiple times and the system was beeping constantly. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.